Event description:
The information provided to sjm indicated a 6f angio-seal evaluation was selected for use in the right femoral artery. In the morning following an overnight stay in the hospital, the patient had developed a hematoma. After a diagnostic ultrasound, a blood evacuation was performed. The pseudoaneurysm (psa) thrombin closure was successful.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.